Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity update, the device went into back-up vvi mode parameters and the patient experienced symptoms including palpitations and dizziness. After the cybersecurity firmware update was completed, the patient no longer had symptoms. During the update, a one to three second pause in pacing is expected during the initiation of the update which was likely the cause of the event. The patient was stable.